Event description:
The manufacturer received information alleging the" fan not working and red display" condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging the" fan not working and red display" condition occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device's in-line filter prox is contaminated, and the air inlet foam filter replaced due to preventive maintenance.